Manufacturer narrative:
Review of complaint activity determined that there was normal complaint activity for the likely cause lot 94002m800. Tracking and trending report review for the architect ca 19-9xr assay determined that there were no related adverse or non-statistical trends. Using worldwide field data the performance of reagent lot 94002m800 was evaluated. The median result is within the established control limits. Labeling was reviewed and sufficiently addresses the customers issue. No systemic issue or deficiency of the architect ca19-9 xr assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect ca19-9xr results were generated for a patient. On (B)(6) 2019, sid (B)(6) generated an initial result of 222.7 u/ml (positive), with retest results of 6 u/ml (negative) and 9 u/ml (negative). Additional patient information was not provided. No impact to patient management was reported.